Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked from the thread area to the case seal. The battery cap threads were observed to be damaged and the battery cap was unable to fully tighten to the pump creating an intermittent power condition. A test battery cap was used for all testing. The pump was exercised with the test battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump.unrelated to the original complaint, there was evidence of moisture contamination found on the underside of the battery cap. A leak test was performed and failed indicating a battery compartment leak.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump would reboot multiple times. It was also reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.